Event description:
Initial report received on 09/29/2010 from a dermatologist via a company rep. A female pt experienced nodules after injections of poly-l-lactic acid (sculptra). The pt's relevant medical history and concomitant medications were not reported. The pt received two courses of poly-l-lactic acid (sculptra) injections for no reported indications. The first one was performed around on an unspecified date. The second one was performed (B)(6)2009. For these 2 courses poly-l-lactic acid (sculptra) injections, the doses injected and batch numbers were not reported. Then 18 months after the second injection, the pt experienced two nodules nos. Despite not totally certain information, an unspecified corrective treatment was initiated. At the time of this report, the nodules persisted. The case had been registered in the quality assurance data base with the product technical complaint (B)(4). Further info had been requested.